Event description:
It was reported that during a partial hepatectomy procedure, the doctor had triggered the echelon twice. He reloaded the third time and put the device into the tissue and closed the jaws. The device did not fire the third time with the same force as the previous two firings. (As if something was loose inside the device). Once triggered, proceeded to open fired jaw of the device and it failed and would not open. The doctor gave a manual release approximately 7 times. He pulled the handle to unlock it and it still would not open. Then proceeded to slowly cut and suture in order to remove the device and structure. Because it was a vascular suture, the pt threw a lot of blood. Pt has suffered narrowness of the left biliary duct which may cause hitchen obstructive junctis.

Manufacturer narrative:
Date sent: 07/20/2009. Information anticipated, but unavailable at this time.